Manufacturer narrative:
Zoll medical corp has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to allow the associated defibrillator to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.